Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. The catheter was visually inspected for damage or defects related to the stuck guidewire complaint observed in the field. It was noted that the catheter was returned with a stuck guidewire still inserted, and some tissue and/or dried blood was observed at the distal tip of the cage. The guidewire that had been returned inserted was carefully removed, and a new verified good guidewire was successfully introduced through the catheter. The catheter was then deployed to both basket and flower configurations without difficulty. The distal tip of the cage was examined under a microscope. Once the guidewire was removed, it was also examined under the microscope, and it was observed that the guidewire contained tissue and/or dried blood. It is believed that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue and caused the guidewire to become stuck during use. The reported clinical observations were confirmed by the analysis results. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became stuck in the catheter. During a redo pulmonary vein isolation (pvi) pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was advanced through the catheter during preparation without issue. The catheter was advanced into the body through the faradrive sheath, the guidewire was advanced into the right superior pulmonary vein (rspv). The catheter array was deployed to the basket shape in the left superior pulmonary vein (lspv) and advanced to the vein. When the catheter was positioned at the ostium an attempt was made to advance the guidewire more distally into the vein, when it was found that the guidewire could not be advanced or retracted at all. The catheter array was undeployed to the neutral position and removed from the body. The guidewire was unable to be removed from the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the guidewire became stuck in the catheter. During a redo pulmonary vein isolation (pvi) pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was advanced through the catheter during preparation without issue. The catheter was advanced into the body through the faradrive sheath, the guidewire was advanced into the right superior pulmonary vein (rspv). The catheter array was deployed to the basket shape in the left superior pulmonary vein (lspv) and advanced to the vein. When the catheter was positioned at the ostium an attempt was made to advance the guidewire more distally into the vein, when it was found that the guidewire could not be advanced or retracted at all. The catheter array was undeployed to the neutral position and removed from the body. The guidewire was unable to be removed from the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.